Event description:
It was reported the patient had his spectra penile prosthesis removed due to infection. It was indicated that on (B)(6) 2016, the patient was to have another penile implant surgery, but the case was aborted because the patient still had signs of infection. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Corrected data.